Manufacturer narrative:
The reported event of longevity anomalies and premature discharge of battery was not confirmed. The device was received with normal output and telemetry communication. Analysis of the device image indicated the device was operating at near elective-replacement level and was implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations such as temperature, rate responsive and prolong telemetry interrogation. These conditions can result in fluctuation of battery voltage level measurements, which affects the longevity estimates. Electrical and mechanical tests performed including output verification did not identify any functional issues. Device was implanted for 11.14 years which exceeded its projected longevity and is considered normal battery depletion.

Event description:
It was reported the patient presented with a pacemaker that exhibited a premature depletion of the battery. The pacemaker was explanted and replaced. There were no patient consequences.